Event description:
The health care provider did not know what caused the event. Impedance measurements were not done. The device was reprogrammed on (B)(6) 2013. The pulse width was improved and other stimulation parameters were changed. The device was working well. Hospitalization was not required and patient outcome was noted as no injury.

Event description:
It was reported the implantable neurostimulator (ins) had turned itself off twice. It was noted the patient had an 'electronic bed.' It was also noted the patient had issues getting the device adjusted after implant. It was noted while someone was helping the patient turned their device on they felt a shock and then the patient felt the shock while using the programmer. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0406g, product type lead. (B)(4).